Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that in-stent occlusion occurred. The patient was enrolled in the (B)(6) clinical study on (B)(6) 2016, with the patient identifier of (B)(6), and the index procedure was performed the same day. The target lesion was located in the left mid superficial femoral artery (sfa) and was 100% stenosed. The lesion was 60mm long, with a proximal and distal reference diameter of 4.8mm and was classified as a tasc ii a lesion. The lesion was treated with pre-dilatation, and a 6.00mm x 80mm study stent was placed. Residual stenosis was 0%, and the patient was discharged the next day on dual antiplatelet therapy. On (B)(6) 2018, the patient was noted to have in-stent occlusion in the left sfa. There was no further action taken.